Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed calcification on the surface of the shell. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown and "capsule was thicker than usual and calcified," "firm, immobile, and slightly painful at times."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.